Event description:
Customer reported lipid syringe connection fell apart while on neonatal ICU pt. No pt harm occurred. No further patient/event info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of set 'falling apart' was confirmed. Vertical cracks were observed on the upper fitment when inspected under microscope and the white spike was found separated from the upper fitment. The root cause of the reported issue was identified as insufficient solvent applied to the white spike to upper fitment engagement during the mfg process. The mfg database was reviewed; no quality issues were noted during production build for the involved lot # and failure mode reported.